Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-06101. It was reported the patient experienced ineffective stimulation from the drg system. As such, the patient underwent surgical intervention wherein the leads were explanted and replaced. Reportedly, effective therapy resumed post-operative.

Event description:
Device 1 of 2 : reference MFR. Report#: 1627487-2018-06101. Additional information revealed prior to the surgery, the patient never received effective stimulation from the drg system. Troubleshooting was also attempted, but was unable to resolve the issue.